Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "battery needs service, full backup may not be available" error message on the perfusion system. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: during cpb, the following status message was displayed: "battery needs service-full backup may not be available".

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The batteries were changed by the manufacturer field service representative (fsr) on 03/28/2014.